Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly.

Manufacturer narrative:
Product ID neu_ptm_prog lot# serial# unknown product typ programmer, patient; product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2009 explanted: product typ catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a motor stall occurred; the motor stall was confirmed. The pump logs show multiple motor stalls occurred/recovered. The patient received an 8476 code on their ptm. The device system was used to deliver hydromorphone (dilaudid). The physician prescribed oral medication for the patient. A rotor and dye study was not performed. The device was replaced. The patient outcome was reported to be recovered with sequela.